Event description:
The customer reported the device is "not triggering x-rays." There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device not triggering x-rays could be a translation issue indicating a failure to charge. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.